Event description:
The rptr indicated that the pt had been "problem free" until experiencing a fall about three weeks earlier. On 10/8, high thresholds and muscle stimulation were observed. The dr was unable to reposition the lead.

Manufacturer narrative:
Summary of analysis: the lead is electrically normal. The high thresholds and pocket stimulation cannot be verified. One of the tine legs was cut off, and that may have contributed to the reported difficulties in repositioning.